Event description:
Medtronic received a report that a pipeline encountered resistance during retrieval in the phenom catheter. The patient was undergoing surgery for treatment of a saccular, unruptured c6 aneurysm with a max diameter of 2.1mm and a 1.6mm neck diameter. The landing zone was 3.1mm distally and 3.52mm proximally. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a 9.1mm diameter. The angiographic result post procedure was normal. It was reported that after advancing the stent catheter, during the deployment process after the stent was positioned, the stent and catheter fell to the aneurysm neck. Attempts were made to retrieve the stent and reposition it distally, but resistance was encountered. The system was removed, and it was found that the stent was twisted and tangled inside the catheter, resulting in the situation. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5, d9. H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The procedure was completed by replacing the stent. The cause of the movement, resistance, and damage was asked but not determined. Resistance was noted in the distal section of the catheter. A continuous saline flush was administered and the IFU was strictly followed. It was unknown whether there was any damage to the pipeline pushwire or catheter. Only one pipeline device was used when movement occurred. It was unknown whether there was any friction or difficulty during delivery or positioning. The device did not jump during deployment. The tip of the catheter was not under stress and was not moved during deployment.

Manufacturer narrative:
H3: product analysis: ¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel ¿ drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F ¿ as found condition: the pipeline flex was returned stuck inside the phenom 27 catheter, within the inner pouch, bio-hazard bag, and shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage and were found to be intact. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal and proximal ends of the braid were found open and frayed. The pushwire appeared to be bent at 35.0cm from the proximal end. No defects were found in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. An examination of the catheter tip and marker revealed no damage. The catheter body was found to be flattened between 4.6cm and 7.5cm from the distal tip. No other anomalies were noted. ¿ testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The total and usable lengths were measured and found to be within specifications. The catheter was flushed with water and was found to be patent. An in-house 0.026¿ mandrel was then tested by running it through the catheter hub, successfully passing through without issues. However, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed, as the pipeline flex was found stuck inside the phenom 27 catheter. The observed damage to the catheter (flattening), braid (fraying), pushwire (bending), and hypotube (stretching) suggests that high force was probably applied. This damage may have occurred when the customer attempted to retrieve the pipeline flex through the catheter against the resistance. Possible causes of the resistance include vessel tortuosity and lack of a continuous flush with heparinized saline during procedure. However, the customer indicated that the vessel tortuosity was normal and a continuous flush was used, which ruled these factors out as potential causes. The root cause could not be determined. The customer report of "pipeline braid twisted" was not confirmed, as the distal and proximal ends of the braid were open and frayed. Such damage can occur from resheathing the braid more than twice, excessive manipulation, improper deployment techniques, pushing or pulling the delivery wire against resistance, or deploying or resheathing the braid against resistance. However, the cause of the braid damage could not be determined. The customer reported of "movement during deployment" was not confirmed, the cause could not be determined. Possible causes include vasospasm, vessel tortuosity, and a high-force delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.